Manufacturer narrative:
(B)(4). The device was returned for evaluation and abbott vascular (av) identified a 2mm gap between the support tube and the seal valve. This observation confirmed the reported difficulty inserting a guide wire into the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history identified no other similar incidents from this lot. Further investigation was performed and av determined that the cause of the issue was method, specifically that the tools used to position both the seal and the lumen within the sheath can result in placement inconsistencies and ultimately the potential for a gap. Corrective actions have been implemented. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the left common femoral artery was attempted after a percutaneous coronary interventional (pci) procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, the proglide device would not backload/advance over the guide wire. A second proglide device was successfully backloaded/advanced over the guide wire and hemostasis was achieved. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.